Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: during product analysis, no image was seen upon insertion. Visual inspection of the exterior of the device along with x-ray assessment of the camera wire did not identify any breaks and/or signs of corrosion with the wire itself. Therefore, a multimeter was used to measure the resistance between camera wire connections and electrical issues were identified. The reported complaint regarding visualization was confirmed. The visualization issue is most likely due to a random failure of the camera assembly during procedure, as evident by the electrical test results and visual inspection of the camera wires. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that a random failure with a device component contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03486 for the first spyscope ds ii and report number 3005099803-2024-03488 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheter were used in the pancreatic duct during a lithotripsy procedure performed for the treatment of pancreatic duct stone on (B)(6) 2024. During the procedure, the image of the first spyscope ds ii was lost about a minute of usage. The device was disconnected and a second spyscope ds ii was used, however, the image was not displayed from the start, the controller was restarted and the device was reconnected many times; but no image was displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03486 for the first spyscope ds ii and report number 3005099803-2024-03488 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheter were used in the pancreatic duct during a lithotripsy procedure performed for the treatment of pancreatic duct stone on (B)(6) 2024. During the procedure, the image of the first spyscope ds ii was lost about a minute of usage. The device was disconnected and a second spyscope ds ii was used, however, the image was not displayed from the start, the controller was restarted and the device was reconnected many times; but no image was displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.